Event description:
Report received of an extension set that "ruptured" during power injection. It was reported that a patient was getting an unspecified CT scan. The patient had an established heplock, and an extension set was connected for the purpose of injecting dye for CT study. The dye was injected at an unspecified rate and pressure. It was noted that the tubing had ruptured in the latter part of the scan. The scan was completed, the extension set was disconnected and there were no adverse patient effects. There was no bleedback or blood loss reported, and the IV site remained intact. Additional information was requested, but no further information was provided.